Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode. Non-conversion was noted during the episode. An external defibrillator needed to be utilized to convert the rhythm. Additionally, shock impedance measurements were noted to be low, however, still within range. No additional adverse patient effects were reported. At this time, this device remains in service.